Manufacturer narrative:
The problem could be traced to component failure.

Event description:
The laser system had a failure that did not allow to use it properly. No adverse effects to patient were reported.